Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient expired at home. Suspected causes were cardiopulmonary respiratory arrest, cardiac arrhythmia, and atherosclerotic cardiovascular heart disease. It was also noted that patient underwent successful cardioversion for severe atrial fibrillation several days prior. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.